Manufacturer narrative:
(B)(4). Batch # u5fe1u. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the nozzle rotation and articulation misassembled, along with articulation drive blocks in a plastic bag, and with a reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described was confirmed as the device showed misassembled. It is possible that outside the normal use force was applied on the articulation knob, creating an excessive torque on the articulation components and breaking the pins of housing lower articulation and housing upper articulation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy procedure that on the second firing of the pve35a, half of the cowling fell off. While using the harhd36 the generator alerted to remove instrument. Once removed the generator alerted to clean the device. Once cleaned the they attempted to calibrate at which the generator alarmed to replace instrument. Procedure was completed successfully with a five minute delay. A new pve35 a and harhd36 were used to complete the procedure. There were no adverse consequences for the patient.